Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was part of a system revision due to infection and pocket erosion. Additional information received from the field representative indicates that the patient had cancer with treatment near the device site. The field representative verified that the cancer possibly contributed to the erosion of the implanted device. However, the patient¿s condition was not caused by the device. There were no additional adverse patient effects reported. The pacemaker was explanted.